Event description:
It was reported that the patient experienced a shocking/jolting sensation from their implantable neurostimulator (ins). Specifically, the patient noted that 10 days to 2 weeks ago, they went through security at a (B)(6) the same time another customer was going through the security ¿item¿ and sent off the alarm and felt a shock through their ins. It was noted that, since then, the patient had ¿unexplained¿ voltage increases. The patient stated that this morning when they were in the kitchen the amplitude went from 1.5 volts to 8 volts on its own and they dropped to their knees. Interrogation of the patient¿s device showed that the settings looked fine and all positions were being recognized and appropriately functioning. A ¿quick¿ physician mode recharge (pmr) was performed and the positions were verified again. The manufacturer¿s representative was going to set the limits on the device to 3 volts so the patient does not go beyond that voltage and will continue to monitor the patient for any further issues. It was reported that ¿all was fine¿ at the end of the appointment visit.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger. (B)(4).